Event description:
Unomedical reference number: (B)(4). Event occurred in the (B)(6). On 29-april-2024, it was reported by the patient that seven infusions set fell off due to tape not sticking. The infusion set was in use for few hours. The first occurrence occurred on (B)(6) 2024; the second on (B)(6) 2024; the third on (B)(6) 2024; the fourth on (B)(6) 2024; the fifth on (B)(6) 2024; sixth event happened on (B)(6) 2024, seventh on (B)(6) 2024. Customer replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-04388- device 5 of 7.